Manufacturer narrative:
Initial reporter phone number: (B)(6). 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the device and the reported multisystem organ failure could not be conclusively established through this evaluation. The device was not explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. "Introduction," lists various types of organ failure and death as adverse events that may be associated with the use of heartmate 3 lvas. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multisystem organ failure. The pump was reportedly working as expected with no pump-related issues reported. The death was not considered to be device or therapy related.